Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power up. The cause of this was a shorted c1 capacitor and damaged d1, l1, l2 components on the ca board. The root cause for the shorted c1 capacitor and damaged d1, l1, l2 components on the ca board could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.